Event description:
Event description cpi received information that this selute picotip lead showed loss of capture and sensing post cardiac surgery. The lead was found to be dislodged and was replaced with an active fixation lead.